Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level. In addition, it was reported that a cartridge alarm 1 occurred during basal delivery. A cartridge change was performed resolving the issue.